Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have failed the clip test. Additionally, the instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.043" offset at the tips. As a result, the clip could not be properly loaded on the grips. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the medium-large clip applier was not fastening the clip. The procedure was completed with no reported injury.